Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to the concomitant medical products, device evaluated by MFR and to provide the completed investigation results. In the initial report it was reported that the device available and was returned, however the actual device was not returned and is not available. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a stroke intervention was performed successfully. A 8fr angio-seal device was prepped for closure of the right common femoral artery. The wire insertion/sheath swap/device prep and insertion were all successful. Upon retraction in the deployment of the angio-seal device and before the tamp was advanced the string snapped. The doctor was able to use a hemostat to grab the string and successfully deploy the angio-seal. Precautionary manual pressure was also used to ensure adequate hemostasis. Intraoperative doppler ultrasound as well as pedal pulses were all normal. There was no blood loss reported. The patient was in stable condition without incident. The outcome of the procedure was successful. A 8fr pinnacle sheath was used before exchange.